Event description:
In july 2002 the end-user called disetronic medical systems, USA and stated that they had experienced hyperglycemia due to tubing tear at luer lock, and they were admitted to the medical center, in 2002. On november 22, 2002 maersk medical a/s received the complaint. No used or unused samples were returned for analysis.